Event description:
A customer contacted baxter's technical service center reporting that the home patient (hp) had an alarm during therapy a home choice (hc), while troubleshooting the alarm, the hp stated there was moisture inside the cassette door. The hp stated he cycled the power off/on and got the system error 2265. The technical service representative (tsr) instructed the hp to cycle the power off/on and the system errors did not repeat. The hp also said he tried to drain himself with a twin bag and could not drain. The tsr advised the hp to contact the peritoneal dialysis nurse (pdn). The hc was being swapped. Product surveillance (ps) spoke with the home patient (hp) on (B)(4) 2012 regarding the leak. Per the hp, there was moisture in the homechoice (hc) after the hp removed the cassette. The hp did not see where the leak was located. The hp contacted the peritoneal dialysis nurse (pdn) and the hc was swapped. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint was for a report of a leak that was not confirmed and the cause was not identified because the sample was not returned for evaluation and the home patient did not clearly report any type of use error that might have led to the issue.